Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the medical staff had difficulty delivering the impella pump due to the patient's anatomy. The device was removed and flushed. Impella 5.5 was inserted over the 0.18 and advanced into place without complications.